Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 412.126s, lot 40p5385: manufacturing site: grenchen. Release to warehouse date: february 19, 2020. Expiry date: february 01, 2030. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. H3, h6: a product investigation was completed: the inspection has shown that the thread flanks of the screws are damaged. The damage starts about 6mm above the tip and ends about 10mm below the head. The damage gets worse from the beginning to the end. The anodized layer is worn away at the damage which indicates that it was caused post-manufacturing. The mentioned metal fragment was not returned for evaluation. The stardrive recess is in a good condition with some slight wear marks from the insertion attempt. The relevant dimensions were inspected. The middle was damaged/peeled off; the other dimensions passed. The relevant documents were reviewed to verify the relevant dimension. The complaint is confirmed as the thread flanks are damaged, the damage is consistent with the complaint description as it looks like the top of the thread flank was peeled off. During the performed evaluation no manufacturing related issue could be detected. The lot in question was manufactured in february 2020. Based on the provided information we are not able to determine the exact cause of this occurrence. It is likely that a piece of the thread flank was peeled off due to an exceeding contact with the plate, for example the sharp crossover between the dynamic compression hole and the locking hole. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for proximal tibia fracture by using the locking screw. During the surgery, when the surgeon inserted the locking screw, he found a metal fragment like burr. The metal fragment was removed from the patient. The surgeon confirmed with an x-ray that all metal fragments were removed from the patient. He stopped using the locking screw in question and used another new locking screw. The surgeon commented that an excessive force was not applied at the time of insertion and that the same event did not happen to new locking screw. Concomitant devices reported: screwdriver (part number unknown, lot unknown, quantity 1). This report involves one (1) 3.5mm ti locking scr slf-tpng with stardrive recess 70mm. This is report 1 of 1 for (B)(4).